Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the syringe was cracked. The returned syringe was examined and exhibited cracks in the barrel ranging from the 0-5 unit markings. Unable to perform DHR check for syringe barrel damaged/cracked due to unknown lot number. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Due to the unknown batch number, it is not possible to review the quality notifications or maintenance dispatches for the time frame that this product was produced. Root cause for the defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that bd ultra-fine¿ insulin syringe was cracked. This was discovered before use. The following information was provided by the initial reporter: a syringe was cracked.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field.d.4. Medical device expiration date: unknownh.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.h.4. Device manufacture date: unknown

Event description:
It was reported that bd ultra-fine¿ insulin syringe was cracked. This was discovered before use. The following information was provided by the initial reporter: a syringe was cracked.